Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 visual examination of the provided pictures identified the tip to be fractured as reported. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: impressions: anatomic alignment of the right hip arthroplasty. Metallic fractured implant tip along the proximal femoral implant as noted. A definitive root cause cannot be determined. Event is confirmed via provided photo if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure the tip of the stem inserter broke off when impacted and was left in the hip. This was not noticed until seen on an x-ray the next day. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.